Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced linear sensor. Calibrated. Please note: preventive maintenance (pm) is required after performing calibration in order to prevent the calibration error message from generating. Please ensure that when calibration is performed, that a pm is also done in order to prevent the error message from coming up. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 07nov2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the linear sensor a review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported failed calibration. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced linear sensor. Calibrated. Please note: preventive maintenance (pm) is required after performing calibration in order to prevent the calibration error message from generating. Please ensure that when calibration is performed, that a pm is also done in order to prevent the error message from coming up. The probable root cause of the reported issue was due to electrical failure of the linear sensor. A review of the device history record showed the device had a manufacture date of 07nov2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported failed calibration. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported failed calibration. There was no patient involvement.